Manufacturer narrative:
Occupation: non-healthcare professionals. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Product is manufactured, inspected and packaged by william cook europe a/s.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via the right femoral vein due to prevention of deep vein thrombosis (dvt)/pulmonary embolism (pe). Patient is vena cava perforation and organ perforation. The patient further alleges ¿severe mental anguish resulting in increase anxiety and depression, knowing that my ivc filter can migrate and tilt¿ as well as limited activity. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, ¿some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. A posterior strut penetrates into the anterior periosteum of a vertebra with a surrounding osteophyte. It may be embedded in the osteophyte which may render it non removable.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected fields: b1, b2, h2. The following fields were updated per additional information received: a2, a4, b5, b6, b7, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged organ perforation. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged vena cava perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava/organ(vertebra) perforation, mental anguish, anxiety, depression, limited activity. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported mental anguish, anxiety, depression and limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.